Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a recurring button error alarm for several days. Customer also reported that the keypad was not responding properly. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 434 mg/dl. Customer stated that she had been using manual injections. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no escape and act button response due to corroded keypad traces also, moisture damage was found on the electronic and motor assembly. No button error alarm noted during testing. Unable to perform rewind, basic occlusion, occlusion, prime/a33, excessive no delivery and displacement test due to no escape and act button response. The insulin pump has minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked case reservoir tube window corner and cracked battery tube threads.